Event description:
It was reported that the customer was hospitalized due to high blood glucose of 767mg/dl. The events leading to his admission was chest pain and heart. Troubleshooting was not performed as the caller requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.